Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients lead were migrated and pain was in the left low back. The patient underwent a lead replacement procedure. The patient was doing well postoperatively the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.